Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of additional information received. Updated fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d4, d8, h2, h3, h6 and h11 corrected field: e1 - last name the device was not returned to olympus for inspection and the reported failure was confirmed by the field service engineer. In addition, the following reportable malfunctions were identified during the device evaluation: faulty scope and component failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: it was the faulty scope that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer